Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 105,751 joules during a prostate procedure. It was also reported that the fiber cap was observed to be damaged. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
(B)(4).